Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow accuracy testing, not meeting minimum passing specifications" was not reproduced. The device passed flow accuracy testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.